Manufacturer narrative:
This report is submitted on march 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017, to reposition the receiver stimulator; however, during revision, the decision was made to implant a new device.

Manufacturer narrative:
This report is submitted june 6, 2017.